Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the distal body broken, the pivot for control knob broken, the objective lens broken, the r/l lock knob broken, the u/d lock lever broken, the operation channel (primary) buckled, the water tube dirty, the nozzle gluing dirty, the control body dirty, the u/d and the r/l knobs dirty, the air nozzle improper adjustment, the segment worn out, the deflector stay coil improper soldering, and the water nozzle sharp; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.